Event description:
The patient underwent vns re-positioning surgery.

Event description:
It was reported that the patient was referred for vns repositioning surgery due to severe pain around her neck and chest region and muscle spasms radiating to the axillary region. No relevant surgical intervention is known to have occurred to date. No additional relevant information has been received to date.